Event description:
(B)(4). Initial report: this spontaneous non-serious case from (B)(6) was reported by a physician via sales rep to our local affiliate (B)(4). Initial and additional info received on 06/23/2009 and 06/25/2009 respectively and were processed together. This case involves a (B)(6) male who was injected with poly-l-lactic acid (sculptra) on eye rings on 2007 (details about treatment were not reported). On the same year, the pt experienced inflammation that worsened to seroma. After a lab test performed, no findings were detected on a sample obtained from seroma. According to the physician, relationship between the adverse event and poly-l-lactic acid is unlikely since she thought it is related to polyalkylimide (bio-alcamid). Pt previous esthetic treatment with polyalkylimide on unspecified date. (B)(6). Event outcome: complete recovery. Reporter's causality: unlikely. (B)(4). This case is associated with another case that was reported by the same reporter: see case (B)(4). Additional info received on 06/25/2009: there was a 6-8 cm of separation between polyalkylimide (on both cheeks) and poly-l-lactic acid (on both eye rings) injections. Forty eight hours after poly-l-lactic acid administration ((B)(6) 2007). Inflammatory reaction appeared, which worsened to seroma. Corrective treatment: amoxicillin + clavulanate. Pt recovered on (B)(6) 2007. Details of treatment: 1st (and only) session. Date: (B)(6) 2007. Dilution volume- bidistilled water (5 ml) + lidocaine (1 ml). Amount injected: 1 ml. Batch number: a7022. Region (s) injected: both eye rings. A culture of a sample obtained from seroma was performed. No findings were detected.